Manufacturer narrative:
One portion of the male sling was returned for evaluation. Because coloplast's examination of the returned sling may not conclusively confirm or disprove the report of dissatisfaction / leakage, a microscopic examination was not performed. Based on the information provided, coloplast accepts the physician's observations of such as the reason for surgical intervention.

Event description:
(B) (6). As reported to coloplast, a patient expressed dissatisfaction with the sling, which was then explanted. The dissatisfaction was not being as dry as he wanted to be (leakage).